Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for bleed with large hematoma. Event is not serious and is considered moderate. Event is possibly related to procedure. Event is not related to device. Date of implant:(B)(6) 2022. Date of event: (B)(6) 2022. (Right hip). Treatment: none.

Manufacturer narrative:
Product complaint # (B)(4). Upon further review, no invasive medical or surgical intervention has been provided for the postoperative hematoma and associated swelling. There is also no information that indicates the harm provided has contributed to any permanent impairment and/or damage to the patient. Therefore, the reportability for all ips are being downgraded to not reportable. Further updates will only be provided if additional information is received that changes the regulatory determination.